Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation was performed for the finished device 5582246 l number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with 325cc mentor memorygel breast implants and experienced bilateral rupture post procedure. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed on (B)(6) 2019. See 1645337-2019-08656 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/23/2019. Device evaluation summary: it was reported that a 41-year-old female underwent primary breast augmentation with 325cc mentor memorygel breast implants and experienced bilateral rupture post procedure. Upon receipt by mentor the gel contained in the device appeared clear. No foreign material was observed within the device. Yellow material was observed on the shell surface. The mentor product analysis lab identified a partial delamination of the shell to patch junction without evidence of leakage. The cause of the delamination could not be determined. No other anomalies were discovered. The complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).